Manufacturer narrative:
Analysis was performed on the returned device. The reported foot not aligned and difficulty retracting the foot was not confirmed as the foot was returned properly placed in the guide and the foot was successfully deployed and retracted. The reported difficulty inserting the device and inability to remove the device could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the access site was a high stick above the inferior epigastric artery. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose proglide suture mediated closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/ or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. In this case, the reported calcification and size of the patient likely contributed to the reported event rather than the access site location. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery, above the inferior epigastric artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device became stuck in the patient anatomy and the foot plate could not be retracted. After the proglide device was advanced slightly deeper and numerous unsuccessful attempts were made to close the foot plate the patient was sent to surgery. A cut down was completed to remove the proglide device and the artery was sutured closed. It was noted that the foot plate was not aligned, therefore, not able to be retracted. It was stated by the physician that he did have a high stick, above the inferior epigastric artery, on an obese patient and he felt some calcific resistance bringing up the perclose on the wire. He seemed to say his angle with perclose was not ideal and believes this, together with the resistance might have damaged foot plate. There was no adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.